Event description:
The customer reported problem with the cine function. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restored the sys but did not report on repair details. System operates as intended. (B) (4)